Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to a pacing impedance measurement of 2000 ohms on the right ventricular (vt) channel. A review of the daily measurements noted the measurements have been increasing over the last year. Additionally, r-wave measurements have decreased and threshold measurements have increased. A boston scientific technical services consultant discussed the clinical observations with the caller. No adverse patient effects were reported.